Manufacturer narrative:
A 3 fr catheter measuring 36.5cm was returned for evaluation. Lot history review indicates there were no related component of mfg issues and no prior product complaints of similar nature. A review of the sterilization records indicates favorable test results for sterility and pyrogenicity. Extensive testing has been performed on the silicone raw material. This has shown that medical grade silicone is very stable and one of the most biocompatible materials known. Allergic reactions generally stem from biological reactions to the medications being infused through the catheter. The catheter was pressurized with a 6cc syringe and colored water by occluding the distal tip with a padded clamp. One leak was detected 9.5 cm distal to the reinforcing shim. Under 45x magnification, the leak appears to be a tiny slit with indentations extending above and below the leak. Under 90x magnification, the leak surface appears shiny with tiny parallel striations across the surface. These signs indicate the catheter was partially cut by a sharp object, such as scissors. The complaint of allergic reaction to the product is unconfirmed. However, the catheter did leak due to damage by a sharp instrument.